Event description:
It was reported that during an implant procedure the physician attempted several times inserting the right atrial (ra) lead and had difficulties due to a blood clot. Subsequently, a new lead was used and implanted successfully. No adverse patient effects were reported.